Manufacturer narrative:
(B)(4) abscess and dehiscence of aortic valve. Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned; therefore, the root cause of this event could not be confirmed through evaluation of the device. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the health-care provider has indicated that this event was not due to a device malfunction. The source of the endocarditis was provided as (B)(6). No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a (B)(4). Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 2 months. Per the patient's wife, "the patient no longer has the explanted valve it was infected and replaced with a new mechanical valve." According to the operative report, the patient was about 2 months status post aortic root replacement with a bioprosthetic valve and composite valve graft. In the immediate post-op period, he experienced (B)(6) and developed evidence of an infected fluid collection around the graft. He was treated with antibiotics and was cleared of his bacteremia and discharged home. On a recent CT scan, he showed significant progression of disease in the aortic root. He had evidence of an aortic root pseudoaneurysm and aortic root abscess. Therefore, he presented emergently for aortic root replacement as well as aortic valve replacement. Assessment of the aortic root revealed a tremendous abscess cavity in the root surrounding the entire valve and the sewing ring of the annulus. There was near complete dehiscence of the valve from the annulus. The valve was removed and replaced with a mechanical valve. It was indicated that this event was not related to a device malfunction.